Manufacturer narrative:
According to the customer, the pad was covering a "burn above the right ankle" and caused an "allergic reaction". The customer reported their skin was "red, inflamed, itchy, and had blisters in a perfect rectangle where the pad was". The customer reported they went to their physician and they were prescribed a "cream" and "allergy medication", but they were unable to provide the name of the medications. The customer reported the skin is now doing "better". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the pad was covering a "burn above the right ankle" and caused an "allergic reaction".